Event description:
Governor of (B)(6) required face masks 7 months ago due to covid. #notalaw. As a person with asthma and a deviated septum it is extremely hard to breathe through a mask. I refuse to est. Homemade. Reason for use: state of emergency.